Event description:
It was reported that the patient experienced muscle stimulation in the area of the device pocket. It was further reported that the right ventricle (rv) lead showed low pacing impedance, oversensing of noise, and a non-capture condition. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: imx49jb45 lead, implanted: (B)(6) 2002. (B)(4).